Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant attempt, the physician made several attempts at lead positioning. The physician believed that he could not pass the stylet as far as it could go within the lead. The lead was removed and visual inspection did not indicate any issues. The helix was then tested for extension/retraction. The helix would not retract. The lead was not used and a new lead was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).